Event description:
During a laparoscopic appendectomy procedure, after firing the device across the appendix, the staples were unformed. Upon inspecting the cartridge, the surgeon noticed that the drivers that appeared on one side of the knife track did not extend the same distance as the drivers on the other side of the knife track. Another like device was used to complete the procedure. There was no pt consequence.